Event description:
An altitude alarm was reported on the pump, and there was no adverse impact to the customer's blood glucose level. The customer's insulin was initially suspended due to the alarm condition. Technical support guided the customer to remove obstructions from the pump's speaker holes, clean them gently, and reconnect the cartridge. Insulin delivery was resumed after these steps, and the pump returned to normal operation. Tips for preventing future altitude alarms were also provided by technical support, and the customer was advised to call back if the issue recurred.